Event description:
On (B)(6) 2012, an inpatient nurse contacted animas to report that the patient had been admitted to the hospital for a high blood glucose (bg). The nurse reported that the patient's bg was over 300 mg/dl. The patient was disconnected from the pump and started on injections because they were not sure if the pump was working correctly. There was no mention of symptoms. No additional information regarding the patient's high bg's were provided. At the time of the call, customer support was informed that the patient had many medical issues and they were unsure if his doctor wanted the patient back on the pump. Animas made several attempts to reach patient's hcp to obtain additional information regarding the high bg and review the pump; however, were unsuccessful in their attempts. This complaint is being reported because the patient was hospitalized for hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
(B)(4):a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.